Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. E1 has been added as these were omitted from the initial mw submitted. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the failure to advance the 5.5 was determined to be patient condition related due to the tortuous vessels.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left axillary artery in a 77-year-old female patient presenting with severe aortic stenosis and mitral valve disease in scai stage c shock on inotropes and vasopressors prior to initiation of support. The impella was inserted for ventricular support prior to protected percutaneous coronary intervention (ppci). During the procedure, a 10 mm graft was sewn to the left axillary artery. Left ventricular (lv) access and aortic balloon valvuloplasty was performed with 0.025¿ platinum plus guidewire across the lv and impella backloaded. After three unsuccessful attempts, to place the impella through the axillary artery, balloon dilation of the axillary artery was attempted twice but was unsuccessful. Impella 5.5 placement was subsequently aborted for placement of impella cp. The post-procedure outcome was aborted at explant. Hemodynamic instability is conservatively being reported due to temporary hemodynamic support interruption during the exchange.